Event description:
It was reported that the hosp rec'd the stapler with a question about the device's sterility. It appeared that the packaging was compromised and the or team felt it was unwise to use the product. Opened another device to complete the case. There was no consequence to pt.